Event description:
It was reported that the patient typically felt the device pacing during activity, but later did not feel it even when attempting to increase the heart rate and the patient reported having dizziness upon standing. Follow-up revealed that the patient symptoms correlate with ventricular pacing. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.